Event description:
Morphine pump explanted due to malfunction.

Event description:
Add'l info from hcp reports the pt was seen in 2004 with a distended pump pocket. The hcp suspected a possible infection due to the fluid accumulation in the pocket "not due to the pump." No blood cultures were done. The hcp began weaning the pt off the intrathecal morphine supplementing the pt with oral morphine. In 2004, the hcp removed 50cc from the pocket. The pt had an eye infection and the hcp questioned if it had become a systemic problem. The pt was treated with antibiotics and device explant. The pt outcome is reported as stable and on oral morphine.